Event description:
The patient was on a viasys avea ventilator set to delivery 100% oxygen yet was only delivering 21% oxygen. Dates of use: 2007. Diagnosis or reason for use: surgical patient who received general anesthesia; sedation.